Manufacturer narrative:
This report is for device one of two. See MFR report # 2135147-2006-00056 for device two. Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Review of the reports and the cd by aga medical's senior research and development scientist resulted in the following findings: the patient is a with a large patent ductus arteriosus (pda). A transcatheter device closure was performed in 2006. At the cath lab, a large pda with a minimal angiographic diameter of 10.4mm was found. A 10/8mm amplatzer duct occluder was first selected, which prolapsed easily through the defect without distortion. The device was retrieved without releasing. Anticipating that a 12/10mm pda device would also prolapse through the defect, off-label use of amplatzer asd occluder was chosen. First a 10mm device was used, but it embolized to the right pulmonary artery upon release. Then a 12mm asd device was deployed, which was stable in position after detaching, but embolized about 1-3/4 hours after device implantation. Both embolized devices were snared and retrieved transcatheterly. The final attempt using a 16mm aso to close the defect was technically successful. The device was remaining in position. However, the patient was noted to have bloody uring consistent with hemolysis, which resolved on the 3rd post-procedure day. Before discharging to home, the final echocardiogram demonstrated stable device configuration with moderate residual shunt. Imaging review: one cd was received which recorded two serial cine images dated on the same, and one echocardiographic image dated the following day. The first cine images dated in 2006, showed a huge pda with left to right shunt by descending aortogram. The duct had a minimal diameter of 10.4mm, an ampulla diameter of 22.8mm and a duct length of 10mm. The first recorded device using to close the defect in the cd was a 10mm asd device. After deploying, descending aortogram showed a dumbbell shaped device with separation of the discs across the ductus artereriosus. Both discs were bulged with elongated connecting waist. The waist diameter was 6.5mm, which was not fully expanded. Upon release, the device embolized into right pulmonary artery immediately. A larger asd device (12mm) was then implanted across the ductus arteriosus with similar configuration. The waist of the device was 7.5mm. After releasing, the angiogram demonstrated a large residual shunt through the device. The device was stable and remained in position. However, the embolization of the device was found 1-3/4 hours later. The second serial cine images dated in 2006, showed the implantation of the third asd device (16mm). This device was also dumbbell shaped after deploying. Diameter of the large (left) disc was 30mm, small (right) disc was 24mm and the waist diameter was 9.5mm. The length of the waist was elongated up to 10mm. Aortogram demonstrated the duct diameter was 13mm. There was a large residual shunt through the device. The echo images dated in the same month, revealed the device was stable in position. Majority of the large disc was to be within the ductal ampulla, with a minimal protrusion into the descending aorta, but no evidence of flow obstruction. The color flow demonstrated moderate to large residual left to right shunt across the device. Impression: the patient had a large funnel shape pda, the narrowest duct diameter in pulmonary ostium was over 10mm, and the total length of the duct was about 10mm. According to the history, the first device selected for occlusion was a 10/8mm pda occluder, which was way too small. The ideal device for this case should be a 16/14mm or at least a 14/12mm pda occluder. Unfortunately, these sizes of pda occluder are not available in the us currently. The asd occluder was unsuitably selected to close the pda. In this case, the duct length is about 10mm, while the waist length of the asd device is only 4mm, which is not long enough for the discs to span the length of the ductus arteriosus. Therefore, the dumbbell shape deformation of the device happened, which did not allow the middle waist to completely expand. All of these would cause poor device contact with the ductus arteriosus, and significantly reduce the device stability and occlusive function resulting in device migration and heavy residual shunt with or without hemolysis, as that happened in this case. In summary, the reason for the migration of devices may relate to the unsuitable selection of the device. The amplatzer septal occluder is a percutaneous, transcatheter, atrial septal closure device intended for the occlusion of atrial septal defects in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration (IFU section 2). Device embolization with percutaneous removal is a known adverse event (IFU section 6.3.1).

Event description:
Physician first tried a 12/10mm pda device, which slipped right through the pda defect. The physician then tried a 10mm amplatzer septal occluder to occlude the defect. The device ended up embolizing while the patient was still in the cath lab, so he retrieved it percutaneously and attempted a 12mm aso. However, two hours later, when the patient was in the recovery room, that device embolized as well. So the physician brought the patient back into the cath lab, and implanted a 16mm aso. The patient experienced hemolysis for two days following the procedure, but is doing fine now.